Manufacturer narrative:
H6: investigation summary: one used primary set, with an attached secondary set, was received by the customer for investigation. Upon visual inspection, it could be observed that the primary set returned was a check valve free set. No defects were observed. A check valve is needed to prevent backflow when using a secondary set. The customer's complaint of a back check valve failure could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that secondary medication flowed from the unspecified bd¿ infusion set into the primary bag due to a check valve malfunction. The following information was provided by the initial reporter: "secondary medication immediately infused/free flowed into the primary bag."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that secondary medication flowed from the unspecified bd¿ infusion set into the primary bag due to a check valve malfunction. The following information was provided by the initial reporter: "secondary medication immediately infused/free flowed into the primary bag."